Manufacturer narrative:
The screw was returned in 2 pieces as the tulip head was disengaged from the screw body. No relevant manufacturing issues were identified as all units met specifications. Conclusion: the root cause is excessive force applied by the user.

Event description:
It was reported that; l5/s1 by plif was performed. When applying compression on the left side temporarily fixed with a rod, the head of l5 is compressing, the position of the head moves considerably and then when trying to fasten the final tightening with a torque wrench the left side of l5 idles and the head moves. Therefore, once the blocker and rod are removed, the head detaches. For that reason, the screw was replaced with 8.5 x 50 mm of the same size, compression was performed and final tightening. When the damaged screw was confirmed, the washer built in the head worn out and was partially damaged. In addition, part of the six pointer was also damaged.

Event description:
It was reported that; l5 / s1 by plif was performed. When applying compression on the left side temporarily fixed with a rod, the head of l5 is compressing, the position of the head moves considerably and then when trying to fasten the final tightening with a torque wrench the left side of l5 idles and the head moves. Therefore, once the blocker and rod are removed, the head detaches. For that reason, the screw was replaced with 8.5 x 50 mm of the same size, compression was performed and final tightening. When the damaged screw was confirmed, the washer built in the head worn out and was partially damaged. In addition, part of the six pointer was also damaged.